Event description:
It was reported in a scientific article that a vns patient developed an infection. Patient underwent surgery for device removal. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
"Efficacy of vagal nerve stimulation in children with medically refractory epilepsy." Ravish patwardhan, benjamin stong, matina bebin, jan mathisen, and paul grabb. (2000): 1353-1358.